Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving an alert through merlin.net for high pacing impedance on the right atrial lead. Upon device interrogation, the atrial lead exhibited loss of capture, loss of sensing and high impedance; lead fracture was suspected. The lead was explanted and replaced. The patient's condition was stable post procedure.